Event description:
The facility returned the device for service to baxter during service testing, baxter service technician reported that the device underdelivered. No pt incident or injury has been reported with this device.